Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during non-emergency vascular treatment procedure. The procedure was completed as planned. The customer reported to the philips remote service engineer (rse) that the system's table performed an un-commanded movement. The philips field service engineer (fse) visited onsite, reviewed the logs and upon functional testing, the fse did not identify any abnormalities. The fse determined that the obstruction to the table might have been the cause of the reported issue. To resolve the issue, the fse eliminated all potential obstructions including cable. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table performed an un-commanded movement. The device was in clinical use at the time of the event. No harm to patient or user was reported. Philips has started an investigation of this complaint.